Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
Updated method code grid and device available for evaluation fields.

Manufacturer narrative:
Updated investigation coding grids.